Event description:
This is filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted. A second clip was implanted but after deployment the clip detached from the anterior mitral leaflet (single leaflet device attachment (slda)). In the physician's opinion this was due to patient anatomy. The mr was reduced to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided and per the physician, the reported single leaflet device attachment (slda) appears to be related to patient anatomy (restriction of posterior leaflet and pseudo prolapse of anterior leaflet). There is no indication of a product issue with respect to manufacture, design or labeling.